Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the next day after procedure, the patient had mitral valve replacement due to heart failure from mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and during grasping, there was resistance with the lock lever and then one gripper didn't come down. It was decided not to use this clip and the cds was removed. A new cds was used successfully. One clip was implanted reducing mr 3-4. The next day, on (B)(6) 2021, the patient had mitral valve replacement due to heart failure from the unimproved mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported heart failure appears to be related to patient condition. The reported hospitalization and surgical intervention (major surgery) were results of case-specific circumstances. The reported patient effect of heart failure is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.